Manufacturer narrative:
A specific root cause could not be determined based on the information provided. Additional information required for further investigation was requested but not provided. Numerous abnormal sample aspiration and sample short alarms occurred which indicate the issue may be related to a pre-analytic sample handling issue.

Manufacturer narrative:
The units of measure used for ca has been confirmed as mg/dl.

Manufacturer narrative:
Na.

Event description:
The customer stated that they received erroneous results for one patient sample tested for crej2 creatinine jaffé gen.2 (creat), ca2 calcium gen.2 (ca), tp2 total protein gen.2 (tp), ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast), and gluc3 glucose hk gen.3 (glu) on a c701 analyzer. The sample initially resulted as 0.65 mg/dl for creat, 7.6 mmol/l for ca, 5.0 g/dl for tp, 19 u/l for ast, and 56 mg/dl for glu. The initial results were reported outside of the laboratory. The sample was repeated on a different analyzer on (B)(6) 2016, resulting as 0.96 mg/dl for creat, 10.1 mmol/l for ca, 7.2 g/dl for tp, 29 u/l for ast, and 83 mg/dl for glu. The repeat results were believed to be correct. A unit of measure of mg/dl was also provided for ca. A clarification has been requested. The patient was not adversely affected. The lot numbers and expiration dates for all involved reagents were asked for, but not provided. The field service representative could not determine a cause. The customer has not experienced any further issues. The customer performs daily calibrations and controls with no issues seen.